Event description:
Patient reported starting v-go therapy on (B)(6) 2019. At 10:00pm applied the v-go and the device fell off at 5:00pm on (B)(6) 2019 after taking a bath. The patient indicated that she cleaned the infusion site with alcohol wipes and let the skin dry before placing the v-go.